Manufacturer narrative:
The reported event could be confirmed, since the orange color coding is partially missing as complained. The device inspection revealed the following: the visual inspection of the drill guide has shown that the orange color coding is on both sleeves peeled off as complained, just one marking is still present. The laser markings of the device are slightly faded, the reported catalog- and lot number can be confirmed. The inspection of the slots with the missing color coding has shown that there are wear marks in this area visible, the marks are an indication for contacts with other instruments, for example during reprocessing. A review of the device history for the reported lot did not indicate any abnormalities, the device was manufactured in (B)(6) 2018 according to the specification. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by normal wear and tear combined with contacts with other instruments during reprocessing over the years. The complaint was forwarded to r&d to provide a feedback related to the questions of the user with following result: the color coding is made out of a two component color which consists of 2-butoxy-ethylacetat (color) and aliphatic polyisocyanate (hardener). The color was tested based on norm iso 10993-1 (biological evaluation of medical devices) and was found to be biocompatible as required. If more information is provided, the case will be reassessed.

Event description:
As reported: "orif for left clavicle was performed. When an operating room staff checked the used instruments after postoperative cleaning, it was found that color paint (green or orange) of the two drill guides (cat#703882, 703883) had peeled off. It was unknown when the paints peeled off."

Event description:
As reported: "orif for left clavicle was performed. When an operating room staff checked the used instruments after postoperative cleaning, it was found that color paint (green or orange) of the two drill guides (cat#703882, 703883) had peeled off. It was unknown when the paints peeled off.".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.